Event description:
It was reported that the patient experienced a loss of stimulation. The event had been ongoing for about a month. The patient had high impedances. There were no falls or trauma reported to be associated with the loss of stimulation. The impedances were as follows: 01 >10000, 02 >10000, 03 887, 12 >10000, 13 >10000, 23 979. The patient was programmed on 0 negative, 3 positive when she came in with no stimulation. She was reprogrammed with 0 positive and 3 negative and she felt abdominal stimulation. The programming was changed to 3 negative, 2 positive and the patient was getting good coverage and feel stimulation between 4 to 5 volts, 450us, 70 hz rate and group impedance of 864ohms, 5.624ma. The patient was programmed around the affected electrodes and was satisfied with their coverage.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# j0443918v, implanted: (B)(6) 2004. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).